Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Testing was not performed on system as the issue was resolved at the time of the event. No parts were received by manufacturer for analysis.

Event description:
A medtronic representative reported that when loading an exam, the system froze. The medtronic representative stated that when loading an exam for the next case, the surgeon asked for a different case to be loaded and the medtronic representative pressed the cancel button. Once the cancel button was pressed, the patient loading window was open for a few minutes. During troubleshooting, a medtronic representative asked the site representative to reboot the system by pressing control/alt/back space buttons. Once the system was rebooted, the system became responsive and the site proceeded with the case. The issue was solved over the call. There was no patient present at the time of the issue.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.